Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: initial reporter e-mail, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of error code 240.4150 (sensor high failure) and error code 210.5020 (peripheral version response failure) were confirmed during log review; no devices were returned for investigation. Laboratory testing of the suspect pump modules and concomitant pcu could not be performed as incident devices were not received for this investigation. Inspection could not be performed as the incident administration set was not returned for investigation. Review of the pump module s/n: (B)(6) error log showed that no errors were recorded on the reported event day. However, error code 240.4150 (sensor broken high failure) were recorded fourteen (14) times on (B)(6) 2025, at 8:56 pm. Review of the pump module s/n: (B)(6) error log showed that no errors were recorded on the reported event day. However, error code 240.4150 (sensor broken high failure) were recorded two (2) times on (B)(6) 2024, at 12:20 pm, and the error code 242.4020 (low-rate failure) were recorded two (2) times on (B)(6) 2025, between 1:31 pm and 1:43 pm. Review of the pump module s/n: (B)(6) error log showed that no errors were recorded on the reported event day. However, error code 242.4030 (motor stall failure) were recorded two (2) times on (B)(6) 2025, at 6:25 pm, error code 210.5020 (peripheral version response failure) were recorded two (2) times on (B)(6) 2025 at 6:26 pm and 9:07 pm, and error code 210.2040 (comm unexpected response failure) were recorded eleven (11) times, at 6:26 pm. Review of the pump module s/n: (B)(6) error log showed that no errors were recorded on the reported event day. Review of the pcu event log showed no data for the reported event date. The facility did not provide infusion details. The review of the logs is based on the last power on, the suspect pump modules (s/n:(B)(6)), (s/n: (B)(6)) and (s/n: (B)(6)) were attached to the concomitant pcu on (B)(6) 2025 at 10:08 am. Bd alaris¿ system channel error tip sheet states to silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Root cause: the probable cause of the reported error code 240.4150 (sensor high failure) and error code 210.5020 (peripheral version response failure) were identified through log analysis. These errors occurred with pump module s/n: (B)(6), pump module s/n: (B)(6) and pump module s/n: (B)(6). The root cause of the error codes could not be determined as no devices were returned for the investigation. The events could not be conclusively identified from the logs and email-only investigation.

Event description:
It was reported an issue with the device. The logs show error codes 240.4150, 210.5020. This was reported to bd representatives during their site visit. There was no information on patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an issue with the device. The logs show error codes 240.4150, 210.5020. This was reported to bd representatives during their site visit. There was no information on patient involvement.